Event description:
Customer reported an intermittent fatal error is being displayed. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the backplane. System operates as intended.